Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device was unable to be interrogated. The patient was being transferred to another facility and the local field representative was contacted to perform further evaluation. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.